Manufacturer narrative:
Additional information: the device was pulled out of the vasculature by hand. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with a detachment on the hypo-tube. Kinks/bends were evident on the hypo-tube proximal and distal to the detachment site. The hypo-tube material was oval and jagged on both sides of the detachment site. A kink was evident to the mid-stent. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a mildly calcified, mildly tortuous lesion with 90% stenosis in the proximal tibial artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not noted while advancing the device. Excessive force was not used. It was reported that the device catheter snapped during delivery through the vessel. It was detailed that when the device was pushed into the vessel, the distal shaft/catheter broke, and it was not possible for the device to cross the lesion. The device was removed per normal procedures. The stent was not deployed. The device was not kinked or re-straightened during use. No detached portion of the device remains in the patient. Another stent was used to treat the lesion. The patient is alive with no injury.